Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a side port leakage issue was observed. Item had a factory defect. Sheath had a problem with the valve. Replaced the sheath. No damage nor loss reported by the patient or user. No significant delay. Additional information was received on 27-mar-2026. Item had a factory problem. Item came with manufacturing problem. Changed the item. Additional information was received on 17-apr-2026. Problems in the hemostatic valve / brim cap / hub / side port. The part had leak issue. Needle used for transseptal puncture with preface sheath (fnd01901). After that, the doctor replaced the fixed sheath with the vizigo sheath. Picture provided. The event of ¿sheath had a problem with the valve¿ was originally considered non-reportable, however, bwi became aware on 17-apr-2026 that the ¿part had leak issue¿ and have re-assessed this issue as reportable for side port leakage. The awareness date for this record is 17-apr-2026.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 21-may-2026, noted a correction to the 3500a follow-up #1 under h6. Investigation findings as should have included "appropriate investigation findings term/code not available (c22)". H6. Investigation findings code of ¿appropriate investigation findings term/code not available (c22)¿ represents photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 27-apr-2026, manufactured and expiration dates have been obtained, therefore, sections d4. Expiration date, d4. Primary UDI number and h 4. Device manufacture date was updated. Additional information was received on 6-may-2026. There was failure in the valve seal, resulting in blood reflux. The hemostatic valve (seal) moved into the hub. The hemostatic valve failed to come out of the hub. The flap cap failed to detach from the sheath. However, the hub did not fail to detach from the sheath. The sheath was being used on the patient. Air did enter the patient¿s body. However, there were no consequences for the patient and no treatment was required. There was some blood return, however it was not possible to estimate the volume. A needle was used for transseptal puncture with the preface fnd01901. After that, the physician replaced the fixed sheath with the vizigo. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, blood leakage was observed around the side port of the device; however, no damage was observed on the hub. The potential cause of the leakage observed cannot be established. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).